Event description:
According to rptr, glove boxes do not have labelling to indicate that they contain cornstarch powder and user is very allergic to cornstarch. User broke out in localized rash, with blisters within a few mins of use. Treated with topical steroids. User believes labeling is important as many facilities are trying to go latex-free and don't even think about what the powder may be replaced with. Most people see cornstarch as fairly inert.